Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error code. It was noted that the connector on the main printed circuit board (pcb) had a backlight issue; electrical discontinuity, the hanger assembly was broken, upper case was broken, lower case was broken, main seal was broken, and display wires were pinched; wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a system error. It was recommended that the external pulse generator (epg) be returned for service, but its current status is unknown. There was no patient involvement. It was further reported that the epg was returned. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.